Event description:
The original procedure was performed in (B)(6) 2024. The patient returned in (B)(6) 2025 with symptoms consistent with recurrence. Gore® synecor intraperitoneal biomaterial was explanted on (B)(6) 2025 via an open procedure. The patient reported experiencing a coughing episode during which she felt the mesh ¿give way.¿ according to the surgeon, the mesh had not fractured. Instead, it had failed to adhere to the abdominal wall and had shifted from its intended position.

Manufacturer narrative:
The instructions for use (IFU) for the gore® synecor intraperitoneal biomaterial state: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to adhesions and related harms, bowel obstruction, contamination, defect recurrence and related harms, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, mesh migration, mesh shrinkage, pain, paresthesia, seroma or hematoma and related harms, tissue ischemia, wound dehiscence, and additional intervention including surgery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B3 - date of event is (B)(6) 2025.